Manufacturer narrative:
Philips investigated the reported complaint. According to the additional information collected, the system was in clinical use at the time of the reported event, and the procedure was completed using the wired footswitch, as the issue was intermittent. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. The fse replaced the wired footswitch, cable clamp, and strain relief, which resolved the problem. The system was returned to use in good working order and ready for clinical use. The wired footswitch was returned to philips for failure analysis. Functional testing was performed, and it was identified that the pedals were not working as intended. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was intermittent, and the procedure could be completed on the same system. An intermittent issue with the wired footswitch that does not affect system functionality and allows the procedure to be completed as planned is unlikely to cause or contribute to death or serious injury should it recur. As such, philips has re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.